Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after cataract surgery patient experienced with severe endophthalmitis or toxic anterior segment syndrome with functional loss of eye. Additional information has been requested. A patient underwent cataract surgery with iol implantation in right eye with medical history of non-insulin dependent diabetes (well-balanced). After nine days of surgery the patient experienced with severe endophthalmitis with loss of function of the eye, conjunctival inflammation: 3+, cells in the anterior chamber: 3+, fibrin in the anterior chamber, hypopyon with signs and symptoms of pain, edema of the upper eyelid, cyclitic membrane preventing examination of the vitreous. Patient was admitted in hospital treated with subconjunctival injection, intravitreous injection of antibiotics, glucocorticoid injection, intravitreous injection of glucocorticoid, steroid in subconjunctival form. Administered medication was not effective and patient symptoms were not resolved and purulent melting of the eye. This event leads to total loss of visual function and risk of purulent melting. New information received indicating viscoelastic, balanced salt solution and intraocular lens also a suspect for the adverse event. Current patient condition was non-resolved loss of total function with probable purulent melting of the eye.

Manufacturer narrative:
Additional information has been provided in section d.4, h.4, h.6 and h.10. Complaint trending reviewed for the lot code provided. No similar complaints found. There was no sample returned for evaluation. The chemical lab has tested the osmolality and ph of one reference sample and all results are within specifications for the tested parameters. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. No deviations were identified during the manufacturing of the batch that would have contributed to this complaint. As no manufacturing related issues were identified, the reference sample is conforming to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. None - no product returned/insufficient information: as no product is returned, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).